Event description:
Caller reported a cartridge alarm 20 issue during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump with a model having updated software, ensuring the customer continued insulin delivery using multiple daily injections (mdi) as backup. Additionally, storage mode instructions were provided, and the customer was advised to return the problematic pump using a pre-paid shipping label within 10 days. The customer was informed about the necessary steps upon receiving the replacement pump and acknowledged understanding.